Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient wanted to know if it's normal when they change position that the therapy will cut or stop. Patient mentioned that after they got hit in the rear by a car 2.5 weeks ago, their back really hurts. Patient added that after their 2 ers and they got home, put the therapy on to help with the pain they noticed the stimulation shifted from the right side of their body to the left side; they can sit up and they felt almost 0. Agent redirected the patient to their mdt rep and hcp.